Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Failure event observed during analysis. Final analysis found that only the distal portion of the lead was received. An insulation abrasion breaching the cable lumen was noted at 3.4 cm to 3.9 cm from the distal tip.